Event description:
It was reported that the user experienced hyperglycemia of 297 mg/dl while the freestyle libre 3 plus sensor was sending glucose readings to a mobile app but not to the ilet pump, which resulted in the pump operating in bg run mode and prompted dosing alerts indicating dosing would stop soon and that the bg run had expired. Customer care provided support that included user education on proper sensor pairing to a single device, and guidance on bg run mode. Investigation of this case revealed that the cgm connection issue resolved after the user re-established proper pairing and glucose values returned to range. No symptoms associated with elevated blood glucose reported. Outcomes included temporary interruption of automated dosing and reliance on manual bg entries. It was concluded that hyperglycemia occurred with cause unclear, with no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.